Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent an additional procedure, revealing psuedo tumor and bone and tissue damage.

Manufacturer narrative:
Concomitant medical products: item# 00663001500, femoral stem, lot #43534500; item # unk, unknown liner, lot #unk, item #00661005202, hgp ii acetabular shell, lot #48873700; item #00662406530, self-tapping bone screw, lot #50949200, item #00662406530, self-tapping bone screw, lot #50949200, item #00662406525, self-tapping bone screw, lot #47748700. No devices or photos were received; therefore the condition of the devices is unknown. The reported devices are used for treatment. It could not be verified if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. Multiple reports are being submitted for this event: please reference: 0001822565-2016-02261.